Manufacturer narrative:
The distal tip of the cannula was visually found to be damaged with no visible opening remaining. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. The run data downloaded from the device indicated that the motor was working against a restriction, limiting it's ability to pump insulin. As noted in the user guide, pt's are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. A review of the DHR for this lot does not show any abnormal events or trends from manufacturing and testing. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report high bg level's. He said his blood sugar has been around 300. No further information reported. The device is being returned for evaluation.